Manufacturer narrative:
"MRI is not advised. There may be a problem with the implanted lead(s).e was reported to abbott. The lead was replaced to reestablish effective therapy. The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, a single definitive root cause encountered was unable to be conclusively determined.

Event description:
It was reported the patient could not enter into MRI mode. Diagnostics showed low impedances. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.